Event description:
As the physician was attempting to retract the outback catheter, the grand slam guidewire was uncoiled while inside (the outback catheter). After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the grand slam wire became entrapped in a piece of calcium before separating from the wire; tip fx'd. Wire tap was stented against the vessel wall. Patient and his spouse were notified of the tip fracture. Dates of use: (B)(6) 2017 0748-1309. Diagnosis or reason for use: diagnostic angiogram. Is the product compounded: no. Is the product over-the-counter: no.